Event description:
Per the clinic, at the end of (B)(6) 2026 (specific date not reported), the recipient presented with drainage, odor, purulent discharge, and pain. On (B)(6) 2026, the edema had decreased; however, the infection was still present. The patient was subsequently treated with antibiotics (type, duration and specific date not reported); however, the infection did not resolve. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.